Event description:
The fixator was applied on 07/23/1999 to treat a distal radius fracture. The fixator subsequently loosened and the pt sustained a loss of reduction. The fixator was retightened in the operating room.